Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lower lcd (liquid crystal display) is missing segments. Battery drawer is broken.

Event description:
It was reported the biomed was doing routine inspection of the device and found that there were vertical lines through the lower display where pixels are missing. It was also reported the device had just been returned to service and had the display replaced at that time. The device was returned for repair and evaluation under warranty. No information was received indicating patient involvement.